Event description:
It was reported that the external pulse generator had a bad display. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of bad display, and that even after the flex was correctly connected, the display was still missing pixels. Analysis also found that the upper and lower case halves were broken, the knobs and heart lead flex were contaminated, both bail covers and the ring cover, one case screw, both bails and the ring were all missing, the battery drawer was broken and damaged, the lead flex cover was corroded, one case screw was the incorrect screw, the battery contacts were compressed, the keyboard window was scratched, the serial number label was cut and that the atrial output knob was not adjusting due to the encoder flex being out of specification.